Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.